Manufacturer narrative:
Additional information received that the broken part and tooth was extracted. This is a follow up report for this additional information. Additional FDA coding being added after receiving additional information from investigation of device. Adding additional health effect - clinical code 4831. This is a follow up report to add this additional code. Investigation results: the returned reciproc blue file r25 8/100 25mm 025 is broken at the base of the active part (fatigue). No material defect was found during analysis of the rupture pattern. No unused file is available for evaluation. Nothing unusual to report was found during DHR review. Root causes are not identified. We will track this kind of event and monitor the trend. For information, we remind the practitioner has to make sure that a straight-line access is created prior using the reciproc blue files (as mentioned in the dfu). Root causes are not identified. All complaints are monitored through the monthly product surveillance committee and a corrective action could be determined by the committee. FDA coding that was initially reported in the initial report for health effect- impact code is being corrected from code 4648 to 4624. This is a follow up report to correct this code.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that reciproc blue files, 6x, sterile broke during use. The broken part remains in the root canal. Further treatment necessary. Further information requested.